Event description:
Caller states the patient tested 2.4 inr on the coaguchek test system and 1.5 inr on a comparison lab. The same patient reportedly tested 8.0 inr on the coaguchek test system and 5.9 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, strip lot 462a, exp 05/31/2008, cat/3116247.

Manufacturer narrative:
Suspect device is coaguchek test strip lot.